Event description:
It was reported that the device was used during a hand assisted nephrectomy. The surgeon was trying to fire the device across the renal vein and the device did not fire. Upon opening the device, there was a tear in the vein. The second and third devices were pulled to control the bleeding, however, this was unsuccessful. This resulted in converting to an open laparotomy. Unk at this point, how the case was completed but the bleeding was controlled by open instrumentation. Unk amount of blood loss, but the pt is doing fine at this time. The or time was extended by 3 hours.

Manufacturer narrative:
Date sent: 10/16/2009. Instrument b: batch # f5vz57, exp date: 06/2014; mfg date: 07/31/2009; (spring cartridge lockout tab). Evaluation summary: the analysis results found that the ets45 device a was returned in a good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis showed that the ets45 device b was received in good visual condition, and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. The returned device was tested for functionality with a test reload and if fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. A bath record review was performed and no anomalies were found during the mfg process.